Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005 the patient underwent: right-sided l5-s1 hemilaminotomy, medial facetectomy, neural foraminotomy. Posterolateral fusion, l4-5. Posterior spinal instrumentation using spinal solution pedicle screw system. Use of rhbmp-2/acs bone morphogenic protein, l4-5, l5-s1. Use of continuous ssep monitoring for four hours. Use of emg monitoring for tree pedicle screws. Preoperative diagnosis: lumbar spine discogenic back pain with radiculopathy at l4-5, l5-s1. Per-op notes: "the rod was then secured to the screws using locking screws, tightened with a torque wrench. At this time, the bone morphogenic protein soaked collagen matrix was obtained and optiform putty was used as a bulking agent. The remainder of the optiform putty was spread in, spanning the space between the transverse processes of l4-5 and l5 to sacral ala as well as over the facet joint. Rhbmp-2 collagen matrix was then placed in posterolaterally from l4 to s1. It should be noted that continuous ssep monitoring was used before the case and throughout the case." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.